Event description:
Customer reported a cryocyte freezing container was observed to be shattered upon opening the cassette after freezing in ln2 vapor phase. The bag was being used for a test freeze and contained water only. The fill volume was 60 ml. The duration of storage was less than one month. Customer used a cryomed controlled rate freezer to cool the bag prior to transferring it to a cassette and placing the bag into vapor phase. No pt injuries reported.

Manufacturer narrative:
Visual examination of the returned device showed that cracks seemed to emanate primarily from a point on the left side near the shallow bend, but branched everywhere throughout the bag, and extended through the perimeter seal at the left shallow bend, at the lower left corner, at the lower right corner, and just below the middle right corner. The conclusion of the evaluation was that complete shattering of cryocyte containers, especially with single points of emanation, suggests impact or additional mechanical stress on the bag while frozen or during handling. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality mgmt. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.